Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lobectomy by open surgery, the pve35a with vasecr35 charge did not work correctly. It had no battery, and it could not complete the shot to cut and staple the pulmonary artery. It was reported that there were no delays in surgery. The endocutter was changed and loaded and the surgery was completed successfully. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # 161a58. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the bulkheads contacts has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/28/2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.